Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited loss of capture. A chest x-ray was performed and verified the rv lead had dislodged. While the sensing and impedance measurements were stable, the decision was made to perform a repositioning procedure. The lead was successfully repositioned without consequence to the patient and remains in service.